Manufacturer narrative:
The esheath was returned with liner fully expanded, distal tip split, curvature noted on sheath and kink on sheath 2.5" from distal tip. Visual inspection revealed serrated marks noted on hdpe near the distal tip approximately 0.5in. In and three (3) kinks noted on the sheath shaft at approximately 2.5in., 3.25in., and 5in. From the distal tip. Due to the nature of the complaint, no applicable dimensional testing or functional testing was able to be performed as the complaint was confirmed through visual inspection. Imagery evaluation was performed and showed the sheath shaft liner expanded and kinked. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint failure sheath distal tip split, failure sheath kinked, bent, sheath insertion and suturing sheath kinked, bent and introduce and navigate system through sheath / access vasculature sheath kinked, bent. The returned device shows no evidence to support a manufacturing/design defect contributed to the complaint, therefore a manufacturing mitigation review was not performed. A complaint history review on confirmed device complaints for failure sheath kinked, bent identified procedural factors (withdrawal of burst balloon, excessive manipulation as a potential root cause applicable to the event. A complaint history review on confirmed device complaints for failure sheath distal tip split identified procedural factors (withdrawal of burst/torn balloon, excessive manipulation as a potential root cause applicable to the event. The instructions for use (IFU) for esheath+ IFU, commander IFU, device preparation manual and procedural training manual were reviewed. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non-conformances or labeling/IFU inadequacies. The complaints for failure sheath distal tip split and failure sheath kinked, bent were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, upon deployment the balloon ruptured and resistance was felt during removal so the md stopped, made sure to unflex and pull the pusher back to try to allow the balloon to stretch back out and be pulled through the sheath. It was seen on fluoro that the sheath was splitting and buckling so they decided to remove the whole system as one after putting in a wire, balloon and sheath from the contralateral side for protection of the access vessel. Per device evaluation, the distal tip was split and the sheath shaft was kinked. Due to the altered profile of the burst balloon, it is more likel to catch on to the distal tip of the sheath during removal. As the operator encountered difficulty during withdrawal, excessive manipulation may have been used to overcome the difficulty. This can create further damage the sheath and lead to the observed distal tip split and sheath kinks. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) is not required. Since no manufacturing defects were confirmed no corrective and preventative actions (CAPA)are required.

Manufacturer narrative:
Investigation is ongoing, device not returned.

Event description:
As reported, upon deployment the balloon ruptured and resistance was felt during removal so the managing doctor stopped, made sure to unflex and pull the pusher back to try to allow the balloon to stretch back out and be pulled through the sheath. It was seen on fluoro that the sheath was splitting and buckling due to ruptured balloon causing resistance when attempting to pull into sheath. They performed a mini cut down and successfully removed the whole system as one.